Event description:
In 2007, this patient was implanted with gore tag thoracic endoprostheses. The same day, this patient expired. Cause of death is unknown. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Additional devices involved.